Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt sometimes experiences that his hearing perception gets softer and then again louder. Sometimes he is no longer able to hear with his device. Testing showed a severe increase of the groundpath impedance. All the impedances of the active electrode are high and therefore 6 electrode channels have already been switched off.